Event description:
It was reported that: during a tavr procedure slow flow was confirmed at manta site post deployment. Physician ballooned site with 6x40 balloon and restored blood flow.additional information has been requested from account.

Manufacturer narrative:
Qn# (B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: during a tavr procedure slow flow was confirmed at manta site post deployment. Physician ballooned site with 6x40 balloon and restored blood flow. Additional information has been requested from account.

Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure. Following deployment, slow flow was present. The physician applied balloon angioplasty, restoring flow. Due to lack of information regarding the procedures, patient demographics, no angiograms or device submitted for this investigation, the cause of the occlusion cannot be determined. The manta instructions for use lists the following potential adverse events related to the deployment of vascular closure devices have been identified: ischemia of the leg or stenosis of the femoral artery. Precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure. Following deployment, slow flow was present. The physician applied balloon angioplasty, restoring flow. Due to lack of information regarding the procedures, patient demographics, no angiograms or device submitted for this investigation, the cause of the occlusion cannot be determined. The manta instructions for use lists the following potential adverse events related to the deployment of vascular closure devices have been identified: ischemia of the leg or stenosis of the femoral artery. Precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Corrected data: review of clinical outcome of the patient, the reported event indicates a malfunction and not a serious injury; therefore, section h. Has been corrected to reflect malfunction from serious injury. Section. B updated from adverse event to product problem.

Event description:
It was reported that: during a tavr procedure slow flow was confirmed at manta site post deployment. Physician ballooned site with 6x40 balloon and restored blood flow. Additional information has been requested from account.